Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be identified. It should be noted that, according to the IFU, the user is advised to remove the complete system from the patient in case the trigger release mechanism fails before releasing the stent.

Event description:
A pulsar-18 self-expandable stent system was selected for treatment of a moderately-severely calcified lesion (64 percent stenosis degree) in a severely tortuous part of the ostial p1. After pre-dilation, the complaint instrument was positioned at the target lesion but the stent could not be released. After additional correspondence with the local staff, it was clarified that resistance was met during triggering. Therefore, the handle was opened but the stent could still not be released.